Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report two of two for the same event, reference 3004485144-2016-00240.

Event description:
It was reported during a tlif (transforaminal lumbar interbody fusion) the tip of the pedicle sound bent and broke from over use. The tip was discarded by the facility. The surgery was completed and no adverse events were reported.

Manufacturer narrative:
Additional information: no patient/user injury or adverse event associated with this report. The returned sounder was examined. The tip was found to be bent and broken off. The complaint is confirmed. Based on evaluation findings and the report that, per the surgeon, the device is "used very often", it is likely that the bending and breakage resulted from repeated use and washing over time.